Event description:
This is filed to report clip opened while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip was performed to treat grade 4+ functional mitral regurgitation (mr). Establishing final arm angle (efaa) was completed successfully. During removal of the lock line, the clip opened from its original position. The clip was then closed back down, and a second efaa was performed. The second efaa passed with the clip remaining closed. The clip was deployed, reducing mr to grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported unintended movement associated with the clip open while locked could not be determined. "Three (3) fluoroscopic still images were provided of the reported cds. In the first image the clip is attached to the l-lock of the delivery catheter (dc) and appears to be in the fully closed position (~10°). Per the instructions for use, the user closes the clip until the clip arms form a distinct "v" shape (fully closed, ~10 degrees) and conducts the first efaa check, then continues with lock line removal (deployment maneuvers). As such, the first image was likely taken after the first efaa check, prior to lock line removal. In the second image the clip, still attached to the l-lock, appears to be opened to ~25°. While this is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the clip arms are opened to a noticeably larger degree in the second image than in the first image. Under the assumption the second image was taken post lock line removal, the cine provided align with the reported incident details that the clip arms opened during lock line removal. The third image shows the fully deployed clip in which the clip arms appear to be fully closed (~10°) again, similar to the arm angle shown in the first image. This aligns with the reported incident details that, after opening during lock line removal, the clip was reclosed and the second efaa check was successful." The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).